Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in a coronary artery. A 2.00mm x 15mm emerge¿ balloon catheter was advanced to the lesion however the device became stuck with the guide wire. The device and the guide wire were removed from the patient's body by pulling the whole system as a unit. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.